Event description:
It was reported that the patient had an artificial urinary sphincter explanted due to urethral cuff erosion resulting in incontinence. No further patient complications were reported in relation to the event.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of erosion and urinary incontinence was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events are included as potential adverse events within product labeling. Based on this investigation, no escalation is necessary. Balloon analysis: the returned device was analyzed and the reported allegations of erosion and urinary incontinence was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The investigation conclusion code of no problem detected as no device malfunction reported related to the reported events was found during the product investigation. Visual inspection confirmed the device allegation, but the device was functionally tested and no malfunction was identified. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to urethral cuff erosion resulting in incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Event description:
It was reported that the patient had an artificial urinary sphincter explanted due to urethral cuff erosion resulting in incontinence. No further patient complications were reported in relation to the event. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.